Event description:
It was reported that the plastic portion of the catheter, the thin tube that should be inserted into the patient, crumbles and bends/kinks; making it very difficult to cannulate` patient. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05281. The report was submitted in error.